Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump after confirming multiple occurrences of the same malfunction. Meanwhile, the customer opted for multiple daily injections (mdi) as a backup insulin therapy and was instructed on how to put the pump into storage mode before returning it with a pre-paid label.